Event description:
A site representative reported they were unable to remove bone from a 4.5 tap after autoclave and cleaning. In the process a site representative, surgical neuro coordinator, punctured the fleshy side of his left hand. This was identified outside the surgical arena.

Manufacturer narrative:
Patient information provided is that of the site representative involved, not a surgical patient. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. Follow-up report from the involved site representative finds there was no medical intervention required, the wound was washed. The wire used to attempt cleaning the tap came out of the hind end. Suspect device has not been returned to manufacturer for evaluation.